Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, d6a, d6b, g3, g4, h4, h6, h11. **please disregard dates in d4 and h4. These were removed. MDR section codes updated/corrected: b. The reason for the revision cannot be confirmed from the information provided but may be the result of the reported dislocation. Humeral stem loosening was also noted during the revision surgery. However, the sequence of events and contributing factors cannot be determined from the provided information. The cause of the dislocation cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. Potential contributions of patient and user-related issues to the event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6), 320-31-36 - glenosphere, 36mm, (B)(6), 320-35-01 - small glenoid plate, (B)(6), 322-10-00 - humeral adapter tray, +0, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 531-55-88 - ergo gps 3.2mm drill kit sterile, (B)(6), 531-78-20 - shouldr gps hex pins kit, 02006125049, (B)(6) - gps implant kit v2, (B)(6), 300-01-07 - equinoxe, humeral stem primary, press fit 7mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right reverse total shoulder arthroplasty. Subsequently, the patient experienced dislocation and stem loosening. As a result, the patient underwent a shoulder revision where the stem was recemented and the polyethylene liner was exchanged approximately 2 weeks after initial implantation. No further patient impact reported. No further information available.